Manufacturer narrative:
A visual evaluation found that the guide catheter was detached from the pull wire. The guide catheter was bent and kinked in several locations throughout. The proximal tip of the guide catheter was enlarged indicating the guide catheter was securely attached over pull wire cannula during manufacturing. The remainder of the device was not returned. A functional evaluation for stent deployment could not be performed due to the condition of the returned device. Based on the product analysis, it is likely that procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the catheters. With the guide catheter bound by kinks and bends, the device could fail to deploy the stent. Force to deploy the stent could cause detachment of the guide catheter. Therefore, 'operational context' is selected as the most probable root cause. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, while attempting to deploy the stent, the physician noticed a piece of the guide catheter broke off and was left inside of the patient. The broken fragment was retrieved using biopsy forceps and the procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, while attempting to deploy the stent, the physician noticed a piece of the guide catheter broke off and was left inside of the patient. The broken fragment was retrieved using biopsy forceps and the procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.